Event description:
Wireless footswitch battery power lost after short use. Disconnect from power source and battery power ok. Wireless footswitch would not work until it was plugged into power cable.patient care delayed. Fluoroscopy pedal wouldn't work during the procedure.